Manufacturer narrative:
Medical device problem code (B)(4)¿ indications for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a transcatheter aortic valve replacement procedure using a 16f sheath. Reportedly, when the plunger was pulled out for two proglide devices, a suture break was noticed. Two other proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture break¿ was confirmed as an incomplete plunger deployment. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.